Event description:
Caller reported a cartridge alarm 20 issue but there was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer will continue using the current pump until a replacement with updated software is received. Technical support confirmed shipping details and instructions for returning the faulty pump. The replacement pump was sent without requiring a signature for delivery, and the customer acknowledged all instructions provided.